Event description:
It was reported that customer experienced cgm error 42 while using sensor and pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, and successfully restarted sensor session, and device was not returned.